Manufacturer narrative:
Other applicable components are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A manufacturing representative went to the site to test the equipment. It was found that the camera was cycling in the software. No parts were replaced. On a second visit, the computer was replaced which resolved the issue. The system then passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were having issues with the spine software showing blank tool cards as well as red boxes with white x's on all their instruments stating that they cant be verified while the camera was showing up disconnected when setting up for the case. The site was able to reboot the system which solved the issue but they had also removed the system from the case and got another. There was a recent computer swap done on the system about a month ago and the wires that are attached to the camera, system and the polaris spectra system control unit (scu) were checked for damage. The network device interface (ndi) toolbox for the scu and camera were checked by tech services and no faults were found. There was no patient present at the time of the event.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: fdc 4315 removed from this record and updated back to fdc 4307 since likely cause of reported issue is known to be the computer as when it was replaced, the issue was resolved. If information is provided in the future, a supplemental report will be issued.